Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to low grade fever and back pain. Pt was found to be bacteremic and is currently on IV antibiotics. It was reported that it was not a driveline infection. Additional information was received from the vad coordinator that this was the pt's first hospitalization since implantation of the pump. The pt travels extensively and has done great thus far. The source of the bacteremia was never clearly identified. The pt's driveline is well healed now. The pt initially postoperatively had moderate amounts of serous drainage and was treated with antibiotics and it healed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported infection could not be conclusively determined. The patient remains ongoing on lvad support and no further related issues have been reported. However infection is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. (B)(4).

Event description:
Additional information: the patient was treated with IV antibiotics and was switched to oral antibiotics after 6 weeks.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.